Manufacturer narrative:
Product has been received by zimmer biomet. "All operators must be trained to visual work instruction i000052 and relevant documents. I000052 states the shrink wrapping must be inspected after completion to ensure there are no holes or smudges on the label. Review of the mhr confirms this product was checked and booked into the stockroom. The product most likely left zimmer biomet conforming based on this. The shrink wrap utilized for this product is not waterproof, and if water is exposed to the shrink wrap for a period of time water damage can occur. This damage most likely occurred during shipment or while at the distributorship." Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during an initial total hip surgery on (B)(6) 2016, the packaging of the g7 cup had water marks and water was found in the plastic wrap and on the stickers. There was no patient involvement, but there was a three minute delay in the procedure. The product was not used.